Event description:
This lead was explanted and replaced because the thresholds increased over time. Physician suspected exit block.

Manufacturer narrative:
Upon receipt, the lead was found dissected some 8.5 cm distal to the is-1 connector pin. Only the proximal part was received. The lead was most likely dissected in the course of the surgery visual inspection demonstrated that the lead's distal part was found partly pulled out from the ring electrode and the fixation anchor pulled partly inside the lead. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces. Traction forces during the surgery should be taken into consideration. The analysis did not reveal any sign of a material or manufacturing problem.